Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was unable to cardiovert the patient during defibrillation threshold (dft) test at implant. The lead was removed and a dual coil high voltage lead was implanted. No patient complications have been reported as a result of this event.